Event description:
The pt was implanted with biventricular support. An intermacs report was received by the MFR which stated: "reversal of flow due to tamponade and clot seen in lvad outflow."

Manufacturer narrative:
The MFR is attempting to acquire add'l info. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.